Event description:
During femoral line dressing change the dressing adhered itself to the "blue" part of the femoral line at the point where the sutures are attached. Dressing created a sticky film on the portion of the femoral line making it difficult to remove. The threading on the dressing was also coming apart. IV team recommended placing some 2x2's under the new dressing to prevent the dressing from adhering to the femoral line. No harm occurred to the pt.